Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, a wear abrasion, a crack valve and a partial delamination of the valve. A leak test and microscopic analysis was performed which identified a partial delamination of the valve and crack valve. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure); a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.